Event description:
Pt had a double lumen arrow central line in place with the second site adjustable hub and catheter clamp utilized to hold the line in place. When wet / damp / cleaned the central line easily moves out of the second site adjustable hub and catheter clamp. On this pt, the central line inadvertently fell out when it got wet despite the catheter clamp being sutured to the pt. This is the second pt this has occurred in and an add'l medwatch will be filed for that pt. Therapy date: (B)(6) 2020. FDA safety report ID# (B)(4).